Event description:
It was reported that the device was explanted after an implant duration of at least 85 months, due to severe aortic stenosis. Info learned per response from the health care provider.

Manufacturer narrative:
Device not returned.